Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Probe tip bent in multiple locations and broken, with a ~22mm portion of the probe missing and not returned for analysis. The submitted pictures appear to display a quasi-brittle fracture surface with no visible indications of fatigue. The bent tip, along with the nature and location of the fracture surface suggests failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the pedicle probe broke off. No patient complications were reported.